Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered chronic pelvic and vaginal area pain, severe abdominal pain, pain during intercourse, and vaginal bleeding. No further information has been provided.